Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon had a problem that occurred on (B)(6) 2014 with a proximal femoral nail antirotation (pfna) blade. The nail was easily positioned in the femur following the measure of a cervical 100mm screw was requested. The surgeon ensured in advance that part of the screw was mobile. It glided well. Once positioned on the screwdriver, a hammer was used. It was impossible to remove the screwdriver from the screw. Using the same hammer the surgeon proceeded with removal of screwdriver/screw. Once out of the patient, the surgeon tried a new test of release; even with pliers grip, but was unsuccessful. This report is for an unknown screwdriver. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screwdriver. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the endcap stuck in sleeve, recess damaged, scratches on the surface. Bettlach manufactured (B)(4) lot no. 8027051. The parts were made to (B)(4) rev ¿e¿. No ncrs were generated during production. The relevant dimensions of the proximal femoral nail antirotation (pfna) blade could not be verified due to the damage incurred. Therefore this evaluation is indeterminate from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.